Manufacturer narrative:
The reported event of high impedances was confirmed. X-ray analysis revealed broken feed through wires for channels 6, 7, 8, 14, 15, and 16. The broken feed through wires are consistent with an overstress condition while in vivo.

Event description:
It was reported that the patient's lead exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead, extensions, and ipg were explanted and replaced. It was noted during the procedure that the high impedances did not resolve with the replacement of the lead and extensions; however, the high impedances did resolve with the replacement of the ipg.

Manufacturer narrative:
Date of event is estimated.